Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure the handle of the mini quick coupling and the shaft of the screwdriver was jammed together; surgeon could not change the top and shaft of screwdriver. Surgeon could not turn the 4 th screw (806.006.025) into the hole of skull. Finally the surgeon decided to use another new handle and finished the operation. The patient was impacted. The surgery was delayed. There was another handle for use in the surgery. This report is on the handle, mini quick coupling. This is 1 of 2 reports for complaint (B)(4).